Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 468mg/dl. The mother stated that his blood glucose went up to 503mg/dl when he was at the school. Troubleshooting was performed. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. The tubing clamp was not available to perform the high pressure test at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.